Manufacturer narrative:
The lot number for 5 of the 11 malfunctions were provided and a lot history review was performed. The devices for the malfunctions have not been returned to the manufacturer for evaluation; however medical records have been received for evaluation for 6 of the 11 malfunctions. Evaluation of the medical records confirmed malposition of the device and a patient-device interaction problem for 1 device. 5 malfunctions were inconclusive as there were no device deficiencies identified within the medical records. Medical records were not provided for 5 malfunctions, therefore, they are inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the devices. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. (Corporate lot number) gfod3671, gfpe3181, unknown.

Event description:
This report summarizes eleven malfunctions. A review of the reported information indicated that model rf048f vena cava filter allegedly experienced malposition of the device and a patient-device interaction problem. This information was received from various sources. The malfunctions involved eleven patients with no patient consequences. Two patients were (B)(6) years of age and one patient was reportedly (B)(6) kilograms. Of the reported patients, three were male and three were female. All other patient information was not provided.

Manufacturer narrative:
H10: the lot number for 5 of the 11 malfunctions were provided and a lot history review was performed. The devices for the malfunctions have not been returned to the manufacturer for evaluation; however medical records were received for 7 of the 11 malfunctions. The investigation is confirmed for tilt and perforation for two malfunctions. Four malfunctions were inconclusive for both failures as there were no device deficiencies identified within the medical records. For one malfunction, the investigation is confirmed for perforation, but is inconclusive for tilt. Medical records were not provided for 4 malfunctions, therefore, they are inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the devices. Based upon the available information, the definitive root cause was unknown. The device was labeled for single use. H10: d4 (corporate lot number: gfod3671, gfpe3181, unknown). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes eleven malfunctions. A review of the reported informations indicated that model rf048f vena cava filter allegedly experienced malposition of the device and a patient-device interaction problem. This information was received from various sources. The malfunctions involved eleven patients with no patient consequences. Four patients ages were provided, ranging from 37-64 years. One patient weighed 57 kg. Of the reported patients, three were male and four were female. All other patient informations were not provided.

Manufacturer narrative:
H0: of the 11 reported malfunctions, 1 was reassessed for reportability and determined to be reportable as a serious injury, and was reported under 2020394-2021-80253. H10: of the reported 10 malfunctions, lot number were provided for 5 malfunctions and the lot history reviews were performed. The samples were not returned to the manufacturer for inspection/evaluation; medical records were provided and reviewed for nine malfunctions of which 2 included images and for the remaining one malfunction, medical record was not provided. Out of 10 malfunctions, 5 malfunctions were inconclusive for tilt and perforation. 3 malfunctions were confirmed for tilt and perforation.one malfunction is confirmed for perforation but inconclusive for tilt. The remaining malfunction is confirmed for perforation and unconfirmed for tilt. Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H10: d4(corporate lot number: gfod3671, gfpe3181, unknown). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes ten malfunctions. A review of the reported informations indicated that model rf048f vena cava filter allegedly experienced tilt and perforation. This information was received from various sources. This malfunctions involved ten patients with no patient consequences. Six patients ages were provided, ranging between 37-64 years. One patient weighed 57 kg. Of the reported patients, five were male and four were female. All other patient informations were not provided.

Event description:
This report summarizes eleven malfunctions. A review of the reported informations indicated that model rf048f vena cava filter allegedly experienced malposition of the device and a patient-device interaction problem. This information was received from various sources. The malfunctions involved eleven patients with no patient consequences. Five patients ages were provided, ranging between 37-64 years. One patient weighed 57 kg. Of the reported patients, four were male and four were female. All other patient informations were not provided.

Manufacturer narrative:
H10: of the reported 11 malfunctions lot number were provided for 5 malfunctions and the lot history review were performed. The samples were not returned to the manufacturer for inspection/evaluation; however; medical records were received for eight malfunctions. Therefore, the investigation is inconclusive for the reported malposition of device and perforation for seven malfunctions, the investigation is confirmed for the reported malposition of device and perforation for three malfunctions and the investigation is confirmed for perforation and inconclusive for malposition of device. Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H10: d4 (corporate lot number: gfod3671, gfpe3181, unknown), g4. H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.